Manufacturer narrative:
The investigation of pump did not start and priming issue has been completed. The pump was returned and upon inspection, the full red lumen was found in the pump. The red lumen was removed and the pump was run. The pump stop did not reproduce and the device performed to specification with no priming issue or motor current pump stop. No data logs or imc logs were provided. The root cause of the pump did not start was determined to be due to a red lumen issue. The root cause of the priming issue was not determined as no data logs were provided and insufficient information related to issue was provided the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20390. The failure mode was changed from 'pump stop' to 'pump did not start' because pump was unable to be start. A 'priming issue' failure mode was added for the 'purge issues' mentioned in the complaint intake description which occurred prior to insertion. H6 code 1503 was reported incorrectly. New codes were added to medical device problem code.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella cp had a motor stop alarm prior to insertion. The device was replaced.